Manufacturer narrative:
No products were implanted in this patient at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while attempting to gain access during an implant procedure, this patient developed a pericardial effusion and subsequently cardiac tamponade. The procedure was stopped and the patient was admitted to the hospital with an external pacing. An additional surgical procedure maybe scheduled at a later date. No additional adverse patient effects reported.